Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had their implantable neurostimulator (ins) removed due to infection and they waited three months before implanting a new ins. It was stated the patient had a ¿really bad infection and they had to take it out.¿ reference manufacturer report #3004209178-2013-15493 for information related to the patient's second ins that was removed due to infection.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that the date of onset of the infection was approximately 7 days post implant. It was noted that perioperative antibiotics were administered. The primary location of the infection was the ins pocket and patient symptoms of redness and swelling were reported. Culture results of the pocket site grew gram positive cocci in clusters (gpcc). Oral antibiotics were administered. If additional information is received, a follow up report will be sent.